Event description:
Patient called alleging high readings on the meter. Meter read hi and patient was experiencing feeling hot and warm after testing. They exercised after using the meter and after reteswted and obtained a "200 something". Time difference between the two readings was greater than 20 minutes. Patient contacted emergency servicesd and was treated with IV. Test strips were in good condition and not expired. Control solution was done twice and they both failed. This case is being reported as a malfunction, since control solution failed twice.